Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support due to elevated blood glucose levels, with a reported high of 338 mg/dl, and stated they had noticed leaking from the cartridge area. The patient inquired whether the insulin on board value would decrease if insulin delivery was reduced. The agent provided education regarding possible causes of leaking and explained that the insulin on board value changes based on the amount of insulin being dispensed. The patient was advised to replace supplies and indicated they were able to complete the supply change without further assistance. A follow-up was planned to ensure the issue was resolved. During follow-up, the patient reported no ongoing issues and stated that blood glucose levels had returned to within range, with a reported value of 129 mg/dl. The patient reported that blood glucose levels had been outside the target range for a couple of hours and were expected to be corrected through a supply change. No alerts, outside assistance, medical intervention, symptoms, or immediate health effects were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.